Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 4 years 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence, granuloma and scar tissue thereby underwent additional surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the perfix plug (device #1). An supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2011 - patient was diagnosed with left inguinal hernia, left inguinal lymphadenopathy thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac which contained fatty tissues from the abdominal cavity was identified and pushed back into the peritoneal space followed by the placement of a perfix plug (device #1) to the surrounding structures. A preformed mesh was placed over the floor of the inguinal canal and sutured to the conjoint tendon medially and laterally to the shelving edge of the inguinal ligament and distally to the superficial tissues over the pubic tubercle.¿ (B)(6) 2014 - patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿a small hernia was identified and noted to be coming out of the deep ring. The sac was excised. The perfix plug (device #2) was introduced into the deep ring and sutured. An onlay mesh was placed on the top of this and was anchored with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia, suture granuloma thereby underwent open repair. Per operative notes, ¿extensive scarring was noted as the external oblique aponeurosis was opened and the mesh (device #1) from the previous repair was seen. The 2 areas of prolene suture had some granulomatous formation around it. The suture was removed. On further exploration, dissected further around the mesh, above the mesh and just superolateral to it, a small defect was noted. The defect was closed and sutured.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries.